Event description:
It was reported that a homecare pt experienced difficulties maintaining inflation and maintaining a secure attachment/connection to the ventilator with one (1) size 6 lpc device. There was no reported pt injury. The device was returned for eval and the results are recorded in section h.10 of this report.